Manufacturer narrative:
The reported sheath damage could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sheath damage could not be conclusively determined.

Event description:
During a transseptal puncture, the needle penetrated through the distal portion of the sheath. The sheath was removed and replaced to complete the procedure with no adverse consequences to the patient.